Manufacturer narrative:
A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, the event is not related to the procedure nor the device. There are clinical factors that may have contributed which include the patient's unique anatomy, diet and medication compliance, and other related comorbidities. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Device remains implanted.

Event description:
It was reported that the patient has been stable at home since intial discharge on (B)(6) 2016. Vad coordinator stated patient was admitted to hospital at 0200 on (B)(6) 2017 for left-sided hemiparesis. The patient was at home taking evening meds when his wife noticed left-sided facial drooping/weakness. The wife called 911 was called and the patient was transferred to outside hospital emergency room, then transferred to an intensive care unit. A CT brain performed on (B)(6) 2017 revealed embolic stroke in the right hemisphere. It should be noted that an ultrasound (us/doppler) testing of carotids performed on (B)(6) 2016 showed soft calcification in right internal carotid artery approximately 1.1cm in length prior. This testing was performed prior to receiving hvad implant. Also of note, patient was on ECMO for 2-3weeks, then impella cp, then impella 5.0 with known stable, subdural hematoma, prior to receiving durable lvad(hvad). The international normalized ratio (inr) values: (B)(6) 2016= 1.8, (B)(6) 2017= 1.6, (B)(6) 2017=1.6, (B)(6) 2017=2.0 on coumadin dosages of 1-1.5mg as well as aspirin 325mg. Plan is to re-check us/doppler of carotids to evaluate if calcification remains/has mobilized. Neuro team has stopped all anticoagulation except for aspirin 325mg.